Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine pacemaker system implant, this right ventricular (rv) lead was accidentally cut in half with electrocautery and was attempted, but not implanted. Additionally, during implant of the right atrial (ra) lead, it was noted that the lead sustained lead body damage and the helix would not extend and retract appropriately. The ra lead was also attempted, but not implanted. The procedure was ended and another procedure was completed the following day. Another rv lead was attempted, however, sustained lead body damage and the helix would not extend and retract appropriately. The lead was attempted, but not implanted. Another ra and rv lead were successfully implanted. No additional adverse patient effects were reported.